Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured within 12 atmospheres and a pinhole was noted. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with a non-boston scientific product. No complications were reported and the patient was in good condition after the procedure.